Event description:
It was reported that the membrane did not adhere to the skin and that the needle was unstable and unwieldy. Presence of too much space between needle and membrane. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf055 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty dressing the infusion set and that ¿the needle was unstable¿ was inconclusive because the received sample appeared to be the non-original product sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received in its original sealed package. The device appeared unremarkable. The needle length was measured and found to be 0.75¿, which matched the length identified on the product package labeling. Microscopic inspection of the sample was unremarkable. The infusion set components appeared well-formed and unremarkable. The device was used to access a non-complainant implantable port device. Both insertion and subsequent infusion were successful and unremarkable. No deficiencies were discovered during evaluation of the retuned sample; however, the sealed state of the package indicated that the returned device was not the originally implicated infusion set. Additionally, the complaint appeared to pertain to the interaction between the infusion set and the adhesive dressing, which was not returned for evaluation. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the membrane did not adhere to the skin and that the needle was unstable and unwieldy. Presence of too much space between needle and membrane. No other information was provided.